Manufacturer narrative:
Therapy dates: this event was reported to have occurred on an unspecified date in (B)(6) 2018. The user facility submitted medwatch (B)(4) for this event. This MDR refers to patient #3. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred during use of a one-link needle-free IV connector. The reporter stated that the unspecified IV catheter came apart from the unspecified catheter extension set during a pressure injection of IV contrast. There was no damage noted on the product or its packaging prior to use. All luer connections were checked to ensure they were secure prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.